Event description:
According to the reporter, the stapler misfired and did not staple. They had to re-do the staple line and the operating time was prolonged.

Manufacturer narrative:
File is a malfunction and not a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During lar procedure,the staple line was incomplete. It was a full fire. To fix the incomplete staple line, it was sutured. There was no unanticipated tissue loss or tissue damage. Current patient status is okay.